Event description:
A pt of unknown age and medical history underwent surgical procedure using a tranlabyrinthine approach to remove an acoustic schwannoma not an approved indication in the us. There were no early postoperative complications or cerebralspinal fluid (csf) leaks noted by the surgeon. 2 months later, the pt reported to the clinic with csf rhinorrhea. The pt underwent reoperation a month later to repair the csf leak. The source of the csf leak was through the petrous temporal bone and into the middle ear cavity where bioglue surgical adhesive was applied as filter between a fascia lata patch and bone surface. Subsequently, csf exited through the eustachian tube and into the nasal cavity. The defect was subsequently repaired and the pt has had no further complications reported to date.